Manufacturer narrative:
Concomitant product(s): product ID: neu_stylet_acc, product type :accessory. Product ID: 924256, lot# 082218915a, product type: accessory . Analysis of the lead found no anomaly.

Manufacturer narrative:
Concomitant medical products: product ID 924256, lot# 082218915a, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
A health care provider (hcp) reported via a manufacturing representative that during the lead implant, impedances were measured to be too high. Impedances were measured to be 4,000 ohms. The hcp decided to replace the lead. The surgery was able to be completed after replacing the lead and the patient's status was normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.